Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a power error detected error alarm on the insulin pump. The customer¿s blood glucose level was 8.1 mmol/l. The customer stated that the insulin pump alarmed power error detected for every four hours. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 noted during testing. However, power error 25 noted in insulin pump history analysis due to intermittent non-sleep anomaly software error.